Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed with the health care professional (hcp) that this was in line with the patients overall trend for the past year and discussed monitoring for increased shock impedance measurements. No adverse patient effects were reported. The device remains in service.